Manufacturer narrative:
The spine clamp was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The shaft of the driver was not set into the handle and was easily rotated. Physical damaged was observed. Manufacture date not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the brand new instrument set had a screwdriver and the tip was rotating in the handle. This occurred during an in-service. No patient was present at the time of the event.